Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. No missing segment or partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that via phone call that the insulin pump had scratches on middle of the screen making hard to read, button worn, no delivery alarm, motor error alarm, diminished battery life. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.